Event description:
Information received indicates a patient passed away on the bed and was left on the mattress for a long period of time causing the mattress to become blood soaked. The blood soaked through the ticking, into the fire barrier and the foam topper.

Manufacturer narrative:
The account was given information for a mattress revitalization kit.